Event description:
The customer called and reported that during a valve implant the pump was checked for flow while in the patient and did not flow. Valve was removed and another valve was available to complete the procedure. There was no patient injury and the delay was less than 30 minutes. The product was discarded - not available for evaluation. Customer requested credit for this valve.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample not returned.

Manufacturer narrative:
Please be advised that this report is being filed to include additional information received for the expiration date and date of manufacturer.